Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg flipped in the pocket causing pain at the implant site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned, resolving the issue.